Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21190. It was reported, the pt's scs lead exhibited high impedances on multiple contacts. X-rays confirmed lead fracture. The sjm representative was able to provide effective stimulation using the valid contacts. Follow-up identified the pt underwent surgical intervention to explant and replace the scs system. The pt is receiving effective therapy post-operative. The reason for ipg replacement is unknown.